Manufacturer narrative:
Product event #(B)(4). Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. (B)(4).

Event description:
Post-surgery while removing the monitoring needles, the customer reported that the patient had redness (a slight burn) on their skin. The customer is not sure as to the cause of the redness, therefore they are reporting all equipment utilized during the procedure.

Manufacturer narrative:
Product event #(B)(4). Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: product line: aqm generator 115v quantity returned: 1 product code (sku): 40-402-1r serial: (B)(4) testing performed: packaging: was generator returned in an approved mae box with proper foam protection? Yes external visual: ¿ no issues visually internal visual: ¿ all cable connections and hardware are properly connected. Functional inspection: ¿ this unit powers on and successfully completes the functional check ¿ rf activates only when button is pressed on disposable device ¿ rf stops when button on disposable device is depressed ¿ power output is within specification ¿ pump function and saline flow are within specification lhr review: last return was 3/25/2015 ¿ required return, reason was not specified, no complaint history investigation conclusion: ¿ reported issue, confirmed or not confirmed: not confirmed ¿ was there an additional failure found: no if reported issue confirmed or additional issue is detected¿. ¿ cause of failure and impact to functionality: n/a ¿ how was failure resolved/addressed? N/a (B)(4).

Event description:
Post-surgery while removing the monitoring needles, the customer reported that the patient had redness (a slight burn) on their skin. The customer is not sure as to the cause of the redness, therefore they are reporting all equipment utilized during the procedure.